Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose ranged from approximately 300 mg/dl to 354 mg/dl. Reportedly, the supplies were changed to address the event.